Event description:
The user facility reported the processor door would not open and the unit was leaking water. The water spread into the operator walkway located in front of the unit. The cycle being run during the event was a d-short cycle with no instruments present. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the processor and found a piece of plastic located between the gasket door and door frame. The plastic debris is not part of the reliance endoscope processor. The facility did not identify the origin of the plastic debris. The plastic debris prevented the processor door from properly closing, causing the reported leak. The technician removed the debris, confirmed the door seal was operating to specification, performed a test cycle and returned the unit to service. The unit was installed in november of 2009 and is currently under steris contract. The last preventive maintenance was completed on february 4, 2014 at which time the unit was confirmed to be operating to specification.